Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. It was indicated that the patient was under 2 years old, which is off-label usage of the device. No injury or medical intervention was reported.